Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode and a false ventricular tachycardia (vt) detection episode. As a result, the minute ventilation (mv) sensor was disabled. Technical services (ts) discussed that the noise came from electromagnetic interference (emi). It was also discussed that to reenable the mv sensor, a programmer session was required. Further review was recommended. The device remains in service. No adverse patient effects were reported.